Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer could not interrogate wirelessly due to the rft (radio frequency transceiver). Analysis also found the system fan was noisy and the rf (radio frequency) connector on a printed circuit board assembly was loose. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported wireless is not working. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.